Manufacturer narrative:
Unit passed the displacement, basic occlusion, occlusion, prime/delivery and excessive no delivery tests. No prime anomaly or error alarm noted during testing. No leaking at reservoir noted during testing. No moisture damage found on electronic assembly, motor, battery tube and keypad trace. Unit received with missing end cap sticker and scratched on display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that insulin leaked into insulin pump. Customer reported that insulin leaked through the o-rings. Alarm history showed a low reservoir alarm. Customer's blood glucose was 480 mg/dl. Customer noticed that insulin pump was at an angle pushing the insulin out. Customer was advised that insulin pump would need to be replaced.